Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 100% to 5% within one day and the pump could not be charged. During follow up the contact reported the battery gauge jumped from 3% to 80%. There was no reported impact to the customer's blood glucose. The contact declined to perform troubleshooting for the reported issues.